Manufacturer narrative:
A ge service representative performed an on site investigation. The connection plug was replaced and the video connection was repaired provisionally. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed images that were uninterpretable. No report of patient injury.